Manufacturer narrative:
After receiving additional information, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that there was no malfunction of the device and no adverse event reported, making this issue non-reportable. No MDR report is required as there was no malfunction of the device and no adverse event reported. Please cancel in your database.

Event description:
After receiving additional information, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that there was no malfunction of the device and no adverse event reported, making this issue non-reportable. No MDR report is required as there was no malfunction of the device and no adverse event reported. Please cancel in your database.

Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the screen on the console went blank for a few seconds. Therapy was not interrupted. The patient passed while switching the equipment over. This report is for the iab with no reported malfunction. A separate report will be submitted for the cs100 iabp.